Event description:
On (B)(6) 2011 baxter (B)(4) received a report that a portion of the bloodline device between blood pump and pre-filter sensor was noted as kinked. Reportedly, the blood in the tubing hemolysed, possibly resulting from the kink. There was patient involvement, but it was not reported whether medical intervention was required.

Manufacturer narrative:
(B)(4) - additional information received: the user was aware of a wrongly positioned line set on the machine, which caused the kink in the tubing. The consequence of this wrong setup was that no elevated pressure was detected by the pre-filter pressure sensor.

Manufacturer narrative:
(B)(4) - the sample involved is reportedly available, but has not yet been received by the manufacturer. Should the sample be returned and/or upon conclusion of the manufacturer's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The supplier provided the results of investigation on (B)(4) 2011: the sample was not available. Photos of the sample indicate kinking of the line. As noted in the photo the kinked tube connected to the blood pump with the prefilter dome. The tubing has been installed appropriately except for the positioning of the tube under the plastic drape that maintains the pump segments in the correct position. A line was installed on a similar machine in the same way made by the final user, stressing the tube under the plastic drape. Under these conditions the beginning of kinking was noted. When the tube is passed over the film, the tube can find the correct position without kinking. Corrective/preventive action: no preventive/corrective action has been defined because the cause of the issue was not identified. A batch/device review could not be performed as the lot number of the device is unknown.